Manufacturer narrative:
With concomitant medical products: dtpb2d4 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.